Manufacturer narrative:
(B)(4). The customer reported that the device did not deliver a synchronized shock to a pt. There was no report of negative pt impact or outcome. The device was evaluated by the customer's biomedical dept and they could not reproduce the symptom. The device was returned to service after being evaluated by the customer. We cannot determine the root cause because the symptom could not be reproduced.

Event description:
The customer reported that the device did not deliver a synchronized shock to a pt. There was no report of negative pt impact or outcome.